Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the returned screwdriver shaft was received as complained with the tip broken. The broken tip was not received. The balance of the tool is in good condition and the etchings are legible. The manufacture date is may 03, 2006. The failure of this instrument is likely the result of torque in excess of that required for its intended use rather than a design deficiency. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device history records was conducted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while inserting a 2.4mm headless compression screw, the tip of the cannulated stardrive screwdriver shaft broke off. The surgeon removed the screw and successfully completed the procedure with another screw and screwdriver shaft. It was reported that all fragments were retrieved and none remained in the patient. No issues were reported with the screw. There was a 15 to 20 minute delay in surgery reported. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer should be 10/08/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.